Event description:
It was reported that a percutaneous coronary intervention (pci) was performed to a mildly tortuous and calcified lesion with 90-99% stenosis in the left anterior descending artery (lad) segment #7. An asahi caravel mc microcatheter and an asahi sion blue guide wire were used to successfully cross the lesion. The sion blue guide wire was exchanged for a rota wire guide wire (boston scientific) to successfully perform ablation. After the rota wire guide wire was removed, the sion blue guide wire was inserted again. When attempts were made to remove the subject caravel mc microcatheter to introduce a balloon catheter and a stent, the microcatheter got stuck with the sion blue guide wire, leaving the tip of the microcatheter to be torn off. An asahi soutenir cv microbasket was used to retrieve the tip fragment. A stent was deployed and the intended procedure was completed. It was informed that there were no adverse effects caused to the patient.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. While the reported caravel mc microcatheter is currently marketed in the us under the model number crv150-19p and the brand name caravel, the subject device is marketed in some areas outside the us under the model number crv150-19m and the brand name caravel mc. Investigation result: a fragment of the reported caravel mc microcatheter and the concomitantly used sion blue guide wire were returned for evaluation. The returned sion blue guide wire was found curved with widened coil pitch for approximately 5 mm from the wire tip. The guide wire was found with a tip fragment of the caravel mc microcatheter of approximately 3 mm in length left on the wire shaft at approximately 20 mm from the wire tip. Microscopic observations of the catheter tip found a trace of polymer ductile fracture and circumferential cracks. Measurement of the returned caravel mc microcatheter suggested that the catheter tip segment, 5 mm in length, was torn off at approximately 2 mm from the catheter tip, and then stretched up to approximately 3 mm in length. The resto of the subject caravel mc microcatheter was not returned. Lot history record review: lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Conclusion: based on the obtained information and investigation outcome, it was presumed that bending stress and pulling stress generated with guide wire manipulation might have been locally applied to the distal segment of the concomitant sion blue guide wire, widening the coil pitch and curving the wire shaft. Consequently, the guide wire and the subject caravel mc microcatheter got stuck to each other. As pulling stress generated with withdrawal attempts was applied to the tip segment of the microcatheter, stretching and tearing off the polymer tip. Although it was concluded that the reported event was not attributed to the product quality, it was concluded that the additional treatment with a microbasket was a health hazard. It was also concluded that the tip fragment left in situ could not be ruled out as the full length of the microcatheter was not returned. CAPA: no CAPA will be taken. The instructions for use (IFU) states: warnings: 1. If any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) 2. This microcatheter must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing this microcatheter into or through stenotic areas, and narrower vessels than the microcatheter. (Abrasion may result in damage of this microcatheter. This may cause vascular injury and perforation.) Malfunction and adverse effects: separation.